Manufacturer narrative:
One 3i t3® with dcd® tapered implant 5/4 x 11.5mm (bnpt5411) was returned for investigation. Visual inspection of the as returned product identified minor markings due to placement and handling but no evidence of any damage. Dried blood inside the implant drive feature. The returned device was measured with a caliper (ID: cal4063 due: jun 11, 2021) and matched with print. Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing conditions noted on the per was patient having type ii moderate bone density. The implant had been placed on tooth #30 (universal) for approximately 10 months. X-ray or picture images were not provided. Appropriate documentation was provided. DHR review was completed for the subject lot number (2019050603). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019050603) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant at tooth site #30 was removed due to nerve injury. Patient to return for implant re-placement. Symptoms as a result of the event: pain and numbness.